Event description:
Revision of a left hip. Head and liner were exchanged due to an acute infection.

Manufacturer narrative:
Other device listed in this report: cat. No.: 6570-0-132, delta v-40 ceramic head 32/0, lot code: 49431401. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: insufficient information as received for review by a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Revision of a left hip. Head and liner were exchanged due to an acute infection.